Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. The tamper seals and labels were intact. There was evidence of the error recorded in the event history log. The customer's reported problem was not duplicated but verified in the event log. Multiple key stuck alarms were found in the event history log. The investigation found that the issue was due to an inoperable keypad. For corrective action the keypad was replaced. The root cause was undetermined/unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an error code - key stuck, release key or remove power. The pump stopped. No patient injury was reported.